Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for malignant pain. It was indicated that they were pretty sure the pump contained dilaudid and morphine, but they were not positive. It was further stated that the patient gets 30 mg morphine. It was reported that the patient¿s physician told them one time that the pump moved and was not where he put it. The event occurred approximately 6 months ago (day, month, and year unknown). No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that the pump moved and it bothered the patient to sit down and use the bathroom so the patient wants the pump taken out. The issue started a month after the implant surgery. No further complications were reported.